Manufacturer narrative:
There were no patient data provided. This information will be provided in a supplemental report if and when made available. Event date: though the surgery occurred in 2015 and the patient culture was taken in (B)(6) of 2016, the initial report provided an event date of (b)(46 2016. The serial number is unknown. The initial report documented 3 serial numbers, however it is unknown which device was used on the patient. This information will be provided in a supplemental report if and when made available. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The facility reported that a laboratory investigation is currently in progress to establish the source of the infection. One of the three units owned by the hospital has been condemned, and the facility has requested deep disinfection for the remaining two devices. Through follow-up communication with the local distributor for the hospital, sorin group (B)(4) learned that the patient infection was identified by a hospital authority in (B)(6) . No information related to the patient has been provided and the hospital authority is unwilling to disclose any additional information at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a review of open-chest cardiac surgery cases in (B)(6) from the past five years identified a mycobacterium chimaera infection in a patient. The patient underwent a tissue aortic valve replacement surgery in 2015. A bone marrow culture taken on (B)(6) 2016 identified mycobacterium chimaera. The facility uses sorin heater-cooler system 3t devices and was unable to confidently rule them out as the source of the infection, though no contamination was reported.